Event description:
Information received by medtronic indicated that there was a faulty hemostatic valve on the sheath. The problem was noted before the sheath was inserted in the patient. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The device failed the returned product inspection due to a shaft breach inside the handle. Air aspiration was observed even with no catheter/dilator inside the sheath.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.